Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the patient experienced an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise. There was also high out of range shock impedance measurements noted on the remote home monitoring system. An electrode fracture was suspected thus an x-ray was taken. Upon review of the x-ray, insulation damage and a fracture were observed. A revision procedure was performed where the electrode was explanted and successfully replaced. No additional adverse patient effects were reported.